Event description:
A non-health care professional reported via reply card that during an intraocular lens (iol) implant procedure, there was loading error. Lens lodged in incision then removed noticed to be scratched and a new lens was injected. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).